Manufacturer narrative:
Medtronic received additional information that the valve was explanted due to endocarditis. The patient was discharged after the procedure and is reported as doing well. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Conclusion: without the return of the product, no definitive conclusion can be made regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that 7 months post implant of this 25mm bioprosthetic valve in the mitral position, the valve was replaced with a 35mm bioprosthetic valve. The reason for replacement was not reported. No additional adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.